Event description:
It was reported that the pt was treated for a subtrochanteric femur fracture and showed up with a non-union of the subtrochanteric fracture and the nail broken above the lag screw nail junction.

Manufacturer narrative:
The MFR did not yet receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. There is no indication for a product failure. With the info given so far, no further investigation is possible. The root cause for this event cannot be identified. As soon as additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).